Event description:
Customer reported receiving inaccurate readings on their freestyle blood glucose monitor. She was receiving readings in the below 300's. However, the patient lost consciousness and called the paramedics. The paramedics received a reading of 30 mg/dl on an unknown brand meter. The customer drank some soda to bring her blood glucose level higher. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.